Event description:
It was reported that the device keypad was malfunctioning causing the device to not power on. A failure of this assembly could result in a failure to deliver defibrillation therapy.

Manufacturer narrative:
Medtronic evaluated the device. Intermittent operation of the main keypad assembly on switch was observed during functional and performance testing. The main keypad assembly was replaced, proper operation was confirmed and the device was returned to the customer.